Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with auto mode switch episodes. Upon review, inappropriate programming was observed; showing competitive atrial pacing. Patient was asymptomatic. Programming changes were made and no more episodes were observed. Patient is in stable condition and will continue to be monitored.